Event description:
As reported by the user facility (translation of user facility): the volume is not correct: the set volume is not correct applied according to the customer. MFR ref # 9610825-2014-00006.